Event description:
It was reported that the pump had originally been sent out on (B)(6) 2026 at 1600 with the air removed. The patient had reported an ¿air in line¿ alarm on (B)(6) 2026 at approximately 1500 and had arrived at the clinic at 1600. The pump had shown a remaining amount of 67.5 ml. The bag had been inspected, and a large amount of air had been observed. The tubing and bag had been checked for leaks, and none had been observed. Two milliliters of air had been removed from the bag, and the line had been circle-primed for an extended period to ensure that all air had been removed and that no leaking or bubble formation was occurring. None had been observed. The patient had been sent home with the same pump and bag. The patient had reported the ¿air in line¿ alarm again on (B)(6) 2026 at 2230 and had returned to the clinic on (B)(6) 2026 at 0900. At that time, the pump had indicated that 47.3 ml remained. No further inspection had been performed at that moment. It had been believed that the patient had received approximately 29 hours of the planned 46-hour infusion. The provider had decided not to complete the infusion and to continue treatment at the next scheduled cycle date. Starting volume had been 125 ml. Continuous infusion rate had been 2.7 ml per hour. Starting or original reservoir volumes had been 125 ml. Remaining reservoir volumes had been 67.5 ml at the first alarm and 47.3 ml at the second alarm. The air detector had been on, and the lock level had been locked. The pump had not been used to prime the extension tubing when originally prepared. After the first clinic visit, the pump had been used to prime. When not primed by the pump, gravity had been used to prime the line. The patient had been medically affected, as she had not been able to receive the full 4,000 mg dose. Based on the remaining volume, it had been estimated that she had received only approximately 2,500 mg. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated pump complaint documented on (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.